Event description:
A baxter technical service manager received this complaint from a baxter distributor. The staff at the hemodialysis center (hdc) puchov connected the pt to the instrument during the afternoon shift. The instrument was set for a target ultrafiltration (uf) of 1.5 liters. The duration of the treatment was set for four hours. After approx a half an hour, the transmembrane pressure (tmp) started to vary but did not go outside of the limits. The valve of the transmembrane pressure was rising up. The pt stated to feel unwell. The pt's blood pressure rapidly changed. The staff took the pt's blood pressure. It was out of limit (unk if this was high or low). The dialysis staff disconnected the pt from the instrument. When the staff put her on the scale, her weight was more than 2kg lower than before the treatment. The conclusion is that the instrument removed more than 2 liters within a half an hour. The nurses at the dialysis facility told the technician from distributor that the instrument did not create any alarm. (It is unk if there was an alarm that was cancelled by the staff.)

Manufacturer narrative:
The technician from biohem went to the facility during the shift that the malfunction occurred. The technician inspected the instrument. He determined the problem was with one of the valves on the uf removal. Two days later, the technician from biohem replaced the valve, recalibrated the instrument and checked the uf removal according to the instrument service manual. Per the biohem technician, the instrument has been working properly since that time. Since the repair, the instrument is in use. Instrument hours: 7164.